Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar intervertebral fusion surgery at l4-sacrum levels. Post-operatively, on an unknown date, l4 vertebral body fracture and l4 screw loosing were observed. Adjacent segmental disorder at l3,4 was also observed. Reportedly, as a result of this event, the patient had to undergo revision surgery, where intervertebral body fusion at l3,4 and replacement of screws at l4-s was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.